Event description:
It was reported that there was a heartmate ii pump stop noticed at outpatient clinic during regular visit and history data reviewing. The patient was at home without any issues, no symptoms. The cause of pump stop was unknown. The nongrounded cable will be replaced.

Manufacturer narrative:
The patient was placed on nongrounded cable in MFR# 2916596-2020-02673. (B)(6) is the customer site. (B)(4) was distributor. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the reported events cannot be conclusively determined through this evaluation. A review of the submitted log file confirmed that there were slight elevations in pump power and calculated flow. Pump power ranged from 4 watts to elevations as high as 7 .4 watts, while pump flow ranged from 2.5 lpm to elevations as high as 8.1 lpm. The patient also experienced routine low battery advisory alarms. From 21:46:56 through 21:47:00 on 06jan2022 and from 04:37:15 through 04:37:18 on 07jan2022, the patient experienced low speed advisory and low speed hazard alarms which were triggered when the actual speed of the pump was 0 rpm. These events also corresponded to low flow hazard alarms. At 21:46:57 on 06jan2022 and 04:37:16 on 07jan2022 the motor stopped. After both pump stop events, the pump regained normal pump parameters. A specific cause for the changes in pump parameters cannot be conclusively determined. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05mar2015. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.